Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message upon powering on" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the damaged processor board. Upon visual inspection, unrelated to the reported complaint, observed damage on the encoder cover. The encoder cover needs to be replaced to remedy the damage. The cause for the physical damage was due to wear and tear. The autopulse platform is a reusable device and was manufactured in 2006 and is 12 years old, passed the expected service life of five years. Therefore, this type of damage found during the evaluation is characteristic of normal wear and tear for the life of the device. The autopulse platform failed the initial functional testing due to system error user advisory (ua) 136 (internal parameter corrupted) error message displayed upon powering on. The archive data review showed occurrence of system error user advisory (ua) 136 (internal parameter corrupted). The processor board needs to be replaced to remedy the system error. Upon customer approval, the defective parts will be replaced and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During demo, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message upon powering on. No patient involvement.